Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The investigator noted wear and tear damage on the enclosure, front cover, line cord, reflux plug, and pole clamp. The tank cover was cracked, and the dual thermistor was also corroded. The unit had an old style pcb, and power switch. The customer reported product problem was confirmed during testing. The faulty membrane switch failed to trigger the over temp alarm. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) exhibited a faulty overtemp button. In addition the pole clamp was damaged. No patient injury or complications were reported in relation to this event.